Event description:
The instrument was used during a laparoscopic appendectomy. It was reported the first handle of the tsw35 clamped down. The second handle would not fire completely and only part of the staple line formed. This was the first firing out of the box. A new stapler was opened and fired correctly. There was no consequence to the pt.

Manufacturer narrative:
Added add'l info, device was not returned for evaluation.